Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure of a leadless implantable pulse generator (ipg), directly after the physician had inserted the leadless implantable pulse generator (ipg) introducer, the patient experienced ventricular fibrillation. The patient was defibrillated immediately. The leadless ipg and its delsys were opened/not used and replaced post defibrillation. No further patient complications have been reported as a result of this event.